Event description:
The customer called reporting she had received a reading of 91 mg/dl on her freestyle meter. The customer then had a seizure with grunting and groaning, grinding her teeth, foaming at the mouth and sweating. Paramedics were called and reportedly received a reading lower than the customer's reading and treated her with IV dextrose and she responded to the treatment. The customer was treated at home.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.